Event description:
The customer reported falsely decreased co2 results generated on the alinity c analyzer on multiple patients since the water system was changed on (B)(6) 2022. No specific individual patient data able to be provided. Affected patients resulted at 15-17 meq/l and at another facility on the architect generated results within the normal range of 19-25 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer¿s external water supply cannot be ruled out since the quality control results for the alinity c carbon dioxide (co2) were erratic post changes with the external water system. A review of ticket trending did not identify any complaints that were similar for discrepant co2 patient results. The trend review by the product list number found no trends related to this issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.